Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to damage to the charged-couple device unit(hybrid). However, a definitive root cause could not be determined. In addition, since leakage failure occurred due to pinhole on the forceps channel, reprocessing could not be completed, and residual fluid or foreign material came out from forceps opening. These are the following content descriptions of the instruction manual at the time of shipment of the product. Chapter 4 "reprocessing workflow for endoscopes and accessories." Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Chapter 6 "reprocessing the accessories." Chapter 7 "reprocessing endoscopes and accessories using an automated endoscope reprocessor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found due to damage on the charged coupled device unit (hybrid), the image was not displayed. The evaluation found additional non-reportable malfunctions: due to a pinhole on the channel tube (ch-tube) the water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to damage on ch-tube the forceps could not be inserted. The control unit had corrosion due to water leakage. The suction connector (s-connector) had a scratch and corrosion due to water leakage. The universal cord and ultrasonic connector had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had air/ water leakage. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, residual liquid or foreign material came out of channel tube (ch-tube) and the evis image not displayed was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.